Event description:
Information received with return of the explanted device does not address the patient's clinical status but notes that the device was programmed to 50 ppm and three days later the rate increased to 90 ppm. After magnet application, the rate dropped from 90 ppm to 50 ppm.~~~~~~~